Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - did the needle fall into the patient? >no if yes, * was the needle piece(s) retrieved during the same procedure? >na * were x-rays taken to locate the needle piece(s)? >na * what measures were taken to retrieve the broken piece? >na * was there any additional tissue damage as a result of searching for the needle piece? >na * does a piece of the needle remain in the patient¿s tissue? >na if yes, * is there any plan in place to remove the needle piece in the future? >na * if yes, please provide the scheduled date. >na * what tissue structure the broken needle was located? >na * what is the surgeon's opinion of consequences to the patient? >na * please provide the lot number: >unk the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent an unknown surgery on 15-april-2024 and suture was used. During the surgery, when opening the package, the tip was missing. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/22/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a blunt needle held in place with surgical forceps. The suture is not present in the image. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.